Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4)2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 47mg/dl. The expected fasting blood glucose test result range is 80-90mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product /storage location is undisclosed. During the call on (B)(6) 2018, back to back blood test not performed. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Result of concern: 47mg/dl date:(B)(6) /2018 time: 09:30pm. Customer says old true metrix reads 47mg/dl and new meter reads 87mg/dl back to back using the same strips. Advised customer of meter to meter comparisons. Reviewed meter results of old meter. No control solution available. Customer not comfortable with old meter and is concerned that all her readings are inaccurate and wants meter replaced. Customer had two meters. Reviewed meter memory results are from the old meter, but serial number is for new meter.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI# (B)(4). Evaluation codes changed based on the new FDA updates. Manufacturer contacted customer on 6/14/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained of 47 mg/dl. The expected fasting blood glucose test result range is 80-90 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product /storage location is undisclosed. During the call on (B)(6) 2018, back to back blood test not performed. The test strip lot manufacturer's expiration date is 07/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Result of concern: 47mg/dl, date: (B)(6) 2018, time: 09:30pm. Customer says old true metrix reads 47 mg/dl and new meter reads 87mg/dl back to back using the same strips. Advised customer of meter to meter comparisons. Reviewed meter results of old meter. No control solution available. Customer not comfortable with old meter and is concerned that all her readings are inaccurate and wants meter replaced. Customer had two meters. Reviewed meter memory results are from the old meter, but serial number is for new meter.